Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room due to blood glucose level of 537 mg/dl. Customer was treated with manual insulin injections and intravenous fluids of saline and insulin. The customer was discharged on (B)(6) 2025 with no permanent damage. Reportedly, a malfunction alarm had occurred. The customer reverted to an alternate method of insulin therapy.